Event description:
Reportedly, during the interrogation in the box, this pacemaker seems to be in standby mode. Following reinitialization, it was indicated that this device has been reinitialized 23 times.